Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging the one touch ultralink meter would not power on. The patient stated the meter would not power on with either the button or upon inserting the test strip. The customer care advocate determined during the troubleshooting telephone call that the patient's test strips were correct, the battery contacts were in good condition, and the patient had replaced the battery correctly. The patient stated he experienced symptoms of 'felt weird' before the issue with the meter occurred. He did not seek any medical attention and took no actions due to the meter issue. The issue was not resolved with troubleshooting. The meter was replaced. The patient did not suffer any injury due to the reported meter. The patient's symptoms occurred prior to the meter issue, and he denied seeking medical attention. However, as the reported meter would not power on, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.